Event description:
It was reported that before using one (1) bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the tubing was broken. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 07-nov-2025 investigation summary bd received 6 samples and one photo for investigation. The evaluation of both revealed tubing that is cut all the way through. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: severed. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time.. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the tubing was broken. No adverse impact was reported regarding the patient or user.